Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-4319 lot#: 19794501 description: clik x MRI anchor it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a superficial infection at the battery site. Symptoms were redness and pus at the battery site. The physician believed that the infection was not device related. The patient was prescribed with antibiotics and was doing well. No further course of action needed.